Manufacturer narrative:
(B)(4). Concomitant medical products: 11-173663, m2a 38mm mod hd +3mm nk, 179060 , 103203, unknown, 739590, 999983, unknown, 999999. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 09766. Requested but not returned by hospital.

Event description:
It was reported that the patient's left hip was revised approximately fourteen years post implantation due to metallosis. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event could not be confirmed as the product was not returned, no visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the information provided was limited. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the intial medwatch.

Event description:
Chromium plasma levels of 103.4 ug/l were reported on (B)(6) 2017. Cobalt plasma levels of 80.0 ug/l were reported on (B)(6) 2017.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records provided. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Revision op notes indicate hip pain, groin pain, metallosis, elevated metal ion levels and bone loss. It was noted minimal amount of metallosis debris on the trunnnion and the abductor sleeve was completely torn off of the greater trochanter.